Manufacturer narrative:
Based on the information provided, it was reported that the patient experienced fistula, erosion, adhesions and recurrence. Recurrence and adhesions are known inherent risks of hernia repair surgery. Fistula formation, recurrence and adhesions are all listed as known possible adverse reaction in the instructions-for-use. With the current information available, it is unknown to what extent the flat mesh may have caused or contributed to the patient's adverse events. The device associated with this event was originally reported to davol as a recalled composix kugel mesh; therefore, davol originally reported this event to the FDA in accordance with rae 2008004. Subsequently, davol has received additional event information indicating that the associated event device is not a recalled composix kugel mesh; therefore we are submitting this MDR based on the additional information received.

Event description:
Based on medical records reviewed: on (B)(6) 2001 - the patient underwent a ventral incisional herniorrhaphy with implant of a flat mesh. On (B)(6) 2009 - the patient was diagnosed with a recurrent ventral hernia with abdominal pain, nausea and vomiting. The patient underwent an exploratory laparotomy, explant of the previous ventral mesh (flat mesh) and placement of an "alloderm" (non bard davol) mesh graft with compartment separation. Per operative dictation, the patient "had a previous ventral hernia repair performed a few years ago and has subsequently developed ongoing abdominal pain, and states that she gets occasional nausea and vomiting and has severe cramping abdominal pain and this has been progressively worsening since her hernia repair. She had a CT scan that showed 2 sites of recurrence and she is concerned that she was told that she had small bowel involvement. Her small bowel had stuck to her mesh". Additional operative dictation notes: the small bowel had eroded into the mesh and the surgeon was not able to dissect the bowl from the mesh and therefore elected to perform a bowel resection of about 5cm of small bowel " that had fistulized into the lateral edge of the mesh itself".